Event description:
When rn was attempting to put gloves on for patient care during multiple occasions, holes were already in the fingers. Also brown residue on some of the gloves in boxes. Manufacturer response for nitrile gloves power free exam gloves, cleanguard maximum protection (per site reporter). The gloves are being replaced.